Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, an elevated capture threshold was noted on the rv lead. The patient was stable and scheduled for a device replacement procedure. No further information is available this time.

Event description:
New information received on august 20, 2018 that the rv lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes patient status was unchanged before, during, and after the procedure.